Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable no longer charged the pump. Customer's blood glucose level was not adversely impacted. Reportedly, the customer had a different usb cable to charge the pump.